Event description:
It was reported that during surgery the forceps broke, all the parts were retrieved and a synthesis small frag clamp was used to finish the case. No injury or delay reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the holding tips fractured off the device and was returned. The device was manufactured in 2005 and exhibits signs of extensive wear/usage. The fracture most likely occurred due to ductile tensile overload. An overload fracture can occur if the mechanical loads applied to the tips of the forceps exceed the strength of the material. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.